Manufacturer narrative:
Device evaluation by MFR: returned product consisted of a coyote nc balloon catheter. Visual and microscopic inspection revealed kinks in the hypotube and a tear in the balloon. The reported burst was confirmed.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mmx20mmx143cm coyote nc balloon catheter was advanced for dilatation. Inflation was performed three times below 8 atmospheres. However, during third inflation at 8 atmospheres, the balloon ruptured. The device was removed without any issue. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mmx20mmx143cm coyote nc balloon catheter was advanced for dilatation. Inflation was performed three times below 8 atmospheres. However, during third inflation at 8 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient condition was good.